Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 with stored episodes of noise reversion. The noise was not reproducible by isometrics at the time and it was concluded that there were no lead malfunctions. The patient presented again on (B)(6) 2019 for a routine follow up. Upon interrogation of the pulse generator, it exhibited stored episodes of noise reversion on both right atrial and right ventricular leads with high ventricular rate and auto mode switch due to noise oversensing. The noise was reproduced by isometric movements of the left arm. The lead sensitivity was then reprogrammed. The patient did not experience adverse events.